Manufacturer narrative:
Due to character restrictions in block e1, (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) displayed a temperature alarm and the patient was replaced with another device. There was no harm reported.

Manufacturer narrative:
Updated field: b4, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component cods, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the iabp unit and was able to confirm the reported issue by checking the logs. To fix the issue, the fse replaced muffler 1/8 npt, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.